Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 500 mg/dl, current blood glucose is 420 mg/dl. The customer reported past event that the insulin pump received no delivery alarm and alarm did not occurred during manual prime and event resolved by infusion change. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.